Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was unable to change programs and that there was only program 1. It was noted patient met with the manufacturer representative about 3 weeks ago and that they had forgotten their programmer, so they used the clinician programmer instead. It was reviewed that it sounded like the other programs were no longer there. No further complications were reported.